Manufacturer narrative:
Information was provided that a qualified cartridge and viscoelastic were used with an unspecified monarch handpiece. This lens/cartridge/viscoelastic combination is qualified for use in the different models of company handpiece. The product investigation could not identify a root cause for the reported complaint. The file indicated that the sample was not available to return. The associated handpiece information was not confirmed to specific model. Without the specific model of handpiece used, it is not possible to confirm if a qualified handpiece was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made for additional information. No further information has been provided. If additional information becomes available in the future, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation that lens failed to unfold once it was placed into the capsule. The procedure was completed during the initial procedure. Additional information has been requested.